Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: the device was received and evaluated at the service center. The reported complaint that the image of the device was unclear, was confirmed. It was found that the camera head had a broken connector pin. The device was replaced. User mishandling of the device is the most probable root cause of the broken connector pin. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via mail that pre-operatively to an unknown procedure, the camera head ac - c-mount makes contact with the use and you can see a little black, blue and red lines on the screen. No surgical delay or patient consequences reported. Customer states that they have no further information.